Event description:
Suspected leg occlusion after implantation: on (B)(6) , after implantation of 28-b2-28-100u via right approach, the stent graft concerned (28-l2-17-080u) was implanted in the cia on the contralateral side. On the same side, 28-l2-11-120u was implanted in the eia. Only a type ii endoleak was observed, and the procedure was completed. As CT confirmed no problems even after the procedure, the patient was discharged from the hospital. On (B)(6) 2022, the patient complained of pain in the left leg and was transported by ambulance to the hospital. CT revealed thrombus occlusion from the proximal end of the left leg to the iia bifurcation. The leg was pushed by the opposite leg and the lumen became narrow. The physician prepared for an emergency operation to remove the thrombus. During the preparation, the patient mentioned that the pain had been relieved. The physician determined that blood flow from the lower limb was ensured pretty much by collateral flow although the lumen was narrowed. The physician would monitor the patient with heparin administration for a while and perform thrombus aspiration and additional stenting when the patient's condition became stable. Physician's comment: the leg was pushed at the terminal aorta that became narrow. Operation type: evar. Blood loss: unknown. Ancillary devices used: 28-b2-28-100u, 28-l2-11-120u (tc#bm220902094). Patient outcome - "the patient's current condition is unknown."

Event description:
Suspected leg occlusion after implantation: on (B)(6) after implantation of 28-b2-28-100u via right approach, the stent graft concerned (28-l2-17-080u) was implanted in the cia on the contralateral side. On the same side, 28-l2-11-120u was implanted in the eia. Only a type ii endoleak was observed, and the procedure was completed. As CT confirmed no problems even after the procedure, the patient was discharged from the hospital. On (B)(6) 2022, the patient complained of pain in the left leg and was transported by ambulance to the hospital. CT revealed thrombus occlusion from the proximal end of the left leg to the iia bifurcation. The leg was pushed by the opposite leg and the lumen became narrow. The physician prepared for an emergency operation to remove the thrombus. During the preparation, the patient mentioned that the pain had been relieved. The physician determined that blood flow from the lower limb was ensured pretty much by collateral flow although the lumen was narrowed. The physician would monitor the patient with heparin administration for a while and perform thrombus aspiration and additional stenting when the patient's condition became stable. Physician's comment: the leg was pushed at the terminal aorta that became narrow. Operation type: evar blood loss: unknown ancillary devices used: 28-b2-28-100u, 28-l2-11-120u (tc#bm220902094) patient outcome - "the patient's current condition is unknown."